Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving baclofen, dilaudid (hydromorphone), and clonidine via an implantable pump for multiple sclerosis and associated pain. It was reported that the patient was unable to receive a pump refill. The event date was noted as (B)(6) 2017. The refill port was deemed inaccessible by the hcp. An x-ray was performed, indicating the pump had flipped. The refill was unable to be completed. Surgery to reposition the pump was attempted on (B)(6) 2017, but on entry of the pocket, the catheter was severed. The catheter was explanted and discarded. It was noted that on (B)(6) 2017, the pump was explanted as the catheter had broken, and was also discarded. Environmental, external, or patient factors that may have led or contributed to the issue indicated that there were no falls, but the patient had multiple sclerosis and severe tremor. The issue was resolved. The patient status was alive ¿ no injury. There were no reported symptoms. No further complications were anticipated. The patient¿s medical history included multiple sclerosis with associated pain; this was the reason for the initial pump implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.